Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed multiple to address the issue and insulin delivery was resumed. Additionally, it was reported that the pump touch screen was unresponsive. Customer's blood glucose level was 270 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.